Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit for the reported broken fiber optic connector, to fix the fse replaced the fiber optic assembly and related screw kit which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. There was no patient involvement, and no adverse event report ed.